Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited low r wave amplitude measurements and noise on the shock channel. It was noted that the noise was not sensed or marked by device. A revision was therefore performed. During the procedure, negative deflections on the shock channel during atrial paced events were observed. The physician then alleged a header issue, thus elected to replace the device at that time. It was noted that this device had not been implanted in a sub-pectoral location. No adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.